Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate stimulation. An x-ray confirmed lead migration. Impedance measurements revealed four high impedance contacts. A lead revision was completed to resolve the reported event. The patient was receiving therapy in closed loop following the lead revision. The patient reported a previous fall after permanent implant. There were no reported changes in device performance or therapy immediately following this fall.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) # section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The lead and anchor were returned. Functional testing of the returned lead confirmed several disconnected electrodes. Visual analysis identified conductor cable damage, likely contributing to the observed disconnections. The cause of the lead damage was unable to be definitively determined. The evoke scs system clinical manual details impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording." The anchor passed functional testing and met the specification for lead retention. The cause of the migration event was unable to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes."

Manufacturer narrative:
Visual analysis of the lead identified conductor cable damage at the non-active band, likely contributing to the observed disconnections.